Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture was occurred. The patient presented for evaluation of a previous fistulae. An occlusion was noted. Access was obtained via the left arm brachial. Patient was treated with a thrombus treatment drip. Access was obtained via the left arm brachial. Following treatment a 3.5 non-bsc guidewire was advanced to the lesion. The 7.0 x 60, 135cm mustang balloon catheter was advanced to the lesion and the first inflation performed at 4 atmospheres, the second inflation performed at 10 atmospheres and on the third inflation, the balloon ruptured at 18 atmospheres. The balloon was removed, however the patient was taken to surgery to determine if a fragment of the balloon remained inside the patient. The procedure was not completed due to this event.